Event description:
The pt reported noticing that insulin had leaked from the cartridge into the cartridge compartment. No visual damage or defects noted. The pt cannot confirm where the cartridge is leaking.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out a the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.